Event description:
Related manufacturer reference number: 2017865-2024-37231. Related manufacturer reference number: 2017865-2024-37234. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.